Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported since implant the pump ¿hits ribs¿ was uncomfortable and hurts the patient when they bend. It was noted that the patient wanted ¿it out.¿ it was also reported that the pump had been moved a couple of times previously but the issue was not resolved.

Event description:
Additional information received reported the patient was still having concerns with healthcare professional (hcp) or manufacturer representative.